Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit board. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection was performed and identified the damaged central processing unit board. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.